Manufacturer narrative:
Report source. Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative [rep], foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps) type 1. It was reported that electrode 11 seemed to be registering a high impedance. A data report and session report from a programming session on (B)(6) 2020 were provided. The session report showed that all pairs including electrode 11 had high impedance greater than 40000 ohms, while all other pairs had impedance within normal range. From the reps' discussion with the patient, the patient did not have a fall or perform any activities that were likely to contribute to/impact the lead. The high impedance was detected during patient follow-up back in (B)(6) 2020 and the impedance at that time was recorded as greater than 4000 ohms. A second impedance check was done in early (B)(6) 2020 and impedance was greater than 10000 ohms. It was noted that when impedance was tested during the (B)(6) 2020 session, it was run at 0.7 volts, 1.5 volts, and 3.0 volts, and electrode 11 remained high. Electrode 11 was an active electrode that the patient was using since the implant dates; however, the reps were able to fine tune the program to avoid electrode 11. It was noted that no revision had been performed since the patient was implanted in (B)(6) 2017. The patient had been doing very well with the system until recently when the ins was interrogated due to the patient not receiving the stimulation coverage for pain. It was also noted that the patient had not undergone any surgery close to the spinal cord stimulation (scs) system.